Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error 35 was present in the pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with cracked case on battery tube area. Unit received with moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a long crack from the top to all along the length of the battery tube. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.